Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump was not delivering properly. Caller stated that she could see insulin stopping before it reached the cannula. Blood glucose level at the time of the incident was 6.3 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.